Event description:
It was reported via repair work order that the transfer of the power load will not lock into transport position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.